Event description:
The event occurred outside the united states. The event occurred on (B)(6) 2022, internally made aware on (B)(6) 2023. The patient experienced suture failure which required intervention for treatment (resolved on (B)(6) 2022). Intervention included, relaparoscopy, colonoscopy, and endovac therapy. It was reported that the causality to the senhance surgical system was possible.

Manufacturer narrative:
Based on the complaint details ( (B)(4) ), the patient experienced a suture failure which required an intervention of treatment with a second laparoscopy, colonoscopy, and endovac therapy. This event did not occur within the united states. This event occurred at evangelisches krankenhaus wesel in germany. The event occurred on 21-october-2022, and asensus surgical was made aware on 09-march-2023. According to the investigation, further responses from surgeon interviews indicated that the suture failure event that occurred was not related to the senhance surgical system and possibly with the stapler-anastomosis. Furthermore, no malfunction of the senhance system was reported and no failures were identified. The risk posed by this event was evaluated through a health hazard evaluation (hhe-001-00035) and a corrective action preventative action plan (CAPA-000048) has been opened to manage the unsuitable timeliness of the receipt and management of this reported event. Therefore, asensus surgical is reporting this followup for completeness to the initial MDR report submitted on 19-september-2023.

Event description:
The event occurred outside the united states. The event occurred on 10/21/2022, internally made aware on 3/9/2023. The patient experienced suture failure which required intervention for treatment (resolved on (B)(6) 2022). Intervention included, relaparoscopy, colonoscopy, and endovac therapy. It was reported that the causality to the senhance surgical system was possible.